Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "head error": no indication of actual or potential for harm or death. The rotaflow pump system consists of the rotaflow console and the rotaflow drive. The rotaflow console is used for control and flow display. The rotaflow drive is the drive for the single use product. The drive is connected to the console via a cable. The reported "head error" can indicate errors in the console and / or the drive. The affected drive (serial# (B)(6)) was sent back to manufacturer for repair. It was received on 2021-09-30 and during investigation by the service department on 2021-10-14 the reported failure "head error" could not be reproduced. Thus, the drive was sent to the supplier emtec on 2021-10-20 for repair. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A device history review (DHR) was performed on 2021-11-04 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.